Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in bacterial peritonitis. The breach was not further described. The patient was hospitalized on the same day as onset of the peritonitis and was treated with cefazolin and ceftazidime (intraperitoneally, doses and frequencies not reported). On an unreported date, ceftazidime was discontinued and cefazolin was ongoing. At the time of this report, the patient had recovered from the peritonitis. It was not reported if the patient was retrained on aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Patient was reported to be in their 60¿s. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.